Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('residue of essure implant in left uterine horn') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). In 2016, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("residue of essure implant in left uterine horn"). The patient was treated with surgery (laparoscopic withdrawal of the device in (B)(6) 2018 and total hysterectomy with total bilateral salpingectomy on (B)(6) 2019). Essure was removed in june 2018. At the time of the report, the pelvic pain, device breakage, menorrhagia and uterine leiomyoma outcome was unknown and the complication of device removal had resolved. The reporter provided no causality assessment for complication of device removal, device breakage, menorrhagia, pelvic pain and uterine leiomyoma with essure. The reporter commented: patient underwent laparoscopic withdrawal of the device in (B)(6) 2018. A total hysterectomy with total bilateral salpingectomy vaginally performed on (B)(6) 2019. Sending the radiological surgical specimen, a residue of essure implant was observed in left uterine horn. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc no lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('residue of essure implant in left uterine horn') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). In 2016, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("residue of essure implant in left uterine horn"). The patient was treated with surgery (laparoscopic withdrawal of the device and total hysterectomy with total bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, menorrhagia and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, menorrhagia, pelvic pain and uterine leiomyoma with essure. The reporter commented: withdrawal of the device in (B)(6) 2018 and total hysterectomy with total bilateral salpingectomy vaginally performed on (B)(6) 2019. Sending the radiological surgical specimen, a residue of essure implant was observed in left uterine horn. Amendment: the report was amended for the following reason: primary reporter update (consumer was deleted and the device vigilance correspondent of the hospital was added as primary reporter); and medical confirmation update (case considered medically confirmed). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('residue of essure implant in left uterine horn') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). In 2016, the patient was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("residue of essure implant in left uterine horn"). The patient was treated with surgery (laparoscopic withdrawal of the device and total hysterectomy with total bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, menorrhagia and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, menorrhagia, pelvic pain and uterine leiomyoma with essure. The reporter commented: withdrawal of the device in (B)(6) 2018 and total hysterectomy with total bilateral salpingectomy vaginally performed on (B)(6) 2019. Sending the radiological surgical specimen, a residue of essure implant was observed in left uterine horn. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.